Event description:
The 1.8 inr with protime system vs. 2.3 inr with unspecified lab system. One week later, 1.4 inr with protime system vs. 2.0 inr with unspecified lab system. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury or interventions.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. No product returned from user facility. Customer complaint could not be confirmed.